Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient representative said that the patient has been having a hard time charging for several months and cant get it to stay in excellent mode and can only get good quality. They said it takes forever to charge. They also said that patient has fallen on their back 5 times in the last month. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-nov-06 (B)(4) (con): information was received from a patient regarding an implantable neurostimulator. The reason for call was patient representative said that the patient has been having a hard time charging for several months and cant get it to stay in excellent mode and can only get good quality. They said it takes forever to charge. They also said that patient has fallen on their back 5 times in the last month. The patient was redirected to their healthcare provider to further address the issue. 2025-11-25 patltr (con): additional information from the patient's spouse indicated that they need to meet with a pain management hcp and manufacturing representative about getting a back x-ray and possible re-programming. They stated that the patient is currently awaiting being transferred to a hospital for a pci angioplasty issue.

Manufacturer narrative:
G2: PMA added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient's spouse indicated that they need to meet with a pain management hcp and manufacturing representative about getting a back x-ray and possible re-programming. They stated that the patient is currently awaiting being transferred to a hospital for a pci angioplasty issue.